Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges while she was getting out of her chair her foot got caught underneath the chair, allegedly causing her to fall.